Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm. Currently, the aortic neck diameter is 31mm. It was reported that on an unknown date, a proximal type I endoleak was observed. The physician intervened and implanted a cuff resolving the endoleak. The physician suspects the cause of the endoleak was due to less than 2cm aortic neck length. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).